Event description:
The patient was returning a phone call that was made to her in order to provide more information regarding a high blood glucose event. The patient stated that she was experiencing blood glucose levels greater than 600 mg/dl and no delivery alarms. The patient stated that she went to the hospital, and was diagnosed with diabetic ketoacidosis. The patient stated that she has had no problems since the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.